Event description:
Customer reported receiving a glucose result of around of 90mg/dl on their optium glucose monitor and then proceeded to administer their normal daily dosage of insulin. The customer then got in their car to go to work and was involved in a car accident. The customer does not recollect the exact sequence of events after this; but the customer was treated by the paramedics shortly thereafter, glucose gel was administered by customer's husband prior to the paramedics arrival, and once the paramdeics arrived they received a blood glucose result of 37mg/dl on an unknown brand of glucose monitor. Customer was taken to the hospital where glucose was stabilized with an intravenous treatment.